Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary one syringe was returned from the customer inside the metal canister without the polybag. It was reported by the consumer that barrel was cracked, insulin leaked and got in customer's eyes. No medical attention was needed. The syringe was visually inspected and there was a crack on the syringe barrel. The syringe then was tested with water was noticed a small water bubble coming at the cracked area on the barrel. A review of the device history record was completed for batch# 2227541. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to confirm the customer indicated issue. The root cause of the insulin leaked, most likely is because the cracked/broken barrel. H3 other text : see h10

Event description:
It was reported that the relion® insulin syringe barrel was cracked and leaked out insulin while drawing it up. The following information was provided by the initial reporter: "consumer reported her and boyfriend where drawing insulin into syringe and found the barrel was cracked. Insulin leaked out and got into the boyfriends eyes. He is fine no medical attention needed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe barrel was cracked and leaked out insulin while drawing it up. The following information was provided by the initial reporter: "consumer reported her and boyfriend where drawing insulin into syringe and found the barrel was cracked. Insulin leaked out and got into the boyfriends eyes. He is fine no medical attention needed."